Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, baclofen, and a third unknown drug at unknown doses and concentrations via an implantable pump for non-malignant pain. It was reported that around 2011-2012, the patient experienced gradual withdrawal symptoms which consisted of climbing the walls and being shaky at first. The patient could not remember if she heard the pump alarming back then, but her pump went empty and had to be refilled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.